Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar fusion procedure at l5 to s1 using rhbmp-2/acs on (B)(6) 2011. Patient's post-operative period has been marked by severe pain and weakness in his lower back and lower extremities. A CT scan undertaken on (B)(6) 2011 reveals a neurocompressive lesion at the level of implant. Patient continues to experience severe and unrelenting pain that radiates into his lower extremities. He suffers from numbness and pain down through his leg. Plaintiff is unable to walk even short distances without severe pain.

Event description:
It was reported that on: (B)(6) 2011: the patient was preoperatively diagnosed with traumatic l5-s1 disc derangement, traumatic l5-s1 facet reactive changes, herniated nucleus pulposus at l5-s1, disc desiccation at l5-s1, lumbar whiplash, cervical whiplash, cervicalgia and underwent the following procedures: l5-s1 bilateral hemilaminectomies. Left l5-s1 subtotal diskectomy through a posterior approach. Left l5-s1 interbody fusion using a biomechanical cage, peek, measuring 11 mm with autograft cancellous bone graft and rhbmp-2. Posterolateral instrumented fusion using trans-facet pedicle screws measuring 5.5 x 45 mm on the right at l5-s1 and 5.0 x 45 on the left at l5-s1. Interspinous/interlaminar fixation using the 12 mm hub x 45 mm wing length with an l5 inter/translaminar screw measuring 4.5 x 12 mm. Use of rh-bmp2. Use of spinal cord monitoring and fluoroscopy.